Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/3/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-7300sr sabre interior rotating piece broke off into the patient. The piece was retrieved by the or team, and an x-ray was done to ensure that all pieces were accounted for. This was discovered during an ankle arthroscopy procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically applying excessive force during use and/or the device making contact with other instruments during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.